Manufacturer narrative:
Two prolift inserters were broken during a tlif procedure. When the interbody portion of the procedure began, paddles were inserted on both sides up to 9 milimeters, which was deemed appropriate. 8 mm expandable pro lift cages were selected. The first expandable cage (a) was inserted with no problems. When the contralateral cage (b) was inserted, a problem was observed on neuromonitoring. Both expandable cages were removed. During the first removal (a), the attached inserter was broken when the surgeon was manually pulling up on the cage and inserter to remove the cage. The broken piece went into the disc space. Cage b was then removed using the attached inserter and a slap hammer with no difficulty. The inserter was detached from cage b and was attempted to be attached to cage a for removal. The inserter broke during this process, and the cage was removed with alternative instrumentation, which took approximately 15 to 20 minutes. The broken piece of inserter was then removed from the disc space. A static cage was implanted in place of the expandable cages, and the case was concluded without executing the remainder of the surgical plan. Minor improvement was noted on neuromonitoring. Post operatively, the patient is experiencing a bilateral loss of sensation and motor control in the lower extremities, including a total lack of sensation in the feet. Level: l3, l4. Adverse consequences: bilateral loss of sensation and motor control in the lower extremities, including a total lack of sensation in the feet.

Event description:
It was stated "2 broken 8mm prolift inserters".